Manufacturer narrative:
Physio-control further examined the removed main keypad assembly and verified the reported issue.  Physio observed that the keypad had sustained impact damage.  As a result of the damage to the keypad, the device would charge by itself when the keypad was flexed.

Manufacturer narrative:
(B)(4). Physio-control performed a clinical review of the reported event and concluded that the device use did not contribute to the patient's outcome.  Physio made this determination based on a review of the electronic record from the event where it was observed that when the reported issue occurred, defibrillation was not indicated based on the patient's ECG. Physio-control evaluated the customer's device and verified the reported issue.  Physio observed during testing that the charge button on the device's main keypad assembly constantly engaged.  Physio replaced the main keypad assembly and then completed other, unrelated, repairs.  After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that multiple times during an event their device would charge by itself intermittently.  Each time the device charged by itself medical personnel dumped the charge by pushing buttons on the keypad; however, on the last charge cycle the device would not respond to the attempt to dump the charge. The device being in a constant state of attempting to charge would have prevented critical functions from operating. Medical personnel obtained a backup device and used it to continue care. The patient, a (B)(6) male, did not survive the event.  The customer advised that the patient's wife stated that he (the patient) had a dnr but was unable to produce it.  Medical personnel advised that they do not believe that the device use contributed to the patient's outcome; however, no further details or rationale was provided by the customer.